Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced no connection with the device due to severe cholesteatoma and infection in the inner ear. Subsequently, the device was explanted on (B)(6) 2024. There are no plans to re-implant the patient with a new device as of the date of this report.